Manufacturer narrative:
Device passed displacement test and selftest. Pump error 63 (variable 3) was present in the device trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that the device was not making any sound when alarming. They did not hear the difference between audio volumes 1 and 5. The device failed the audio test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.